Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no "click" sound was heard when tightening the atrial set screw of the pulse generator. The device was removed and replaced.